Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but the device did not meet release criteria and needed to be fully recaptured. When the device was being recaptured the was kinked distally. 3mm of the device was unable to be fully recaptured. The entire system was removed from the body with no other complications. A new was and new closure device were used to successfully complete the procedure.